Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns therapy patient, presented with high lead impedance and not being able to perceive stimulation. X-rays reviewed by the manufacturer did not reveal any gross lead fractures or other anomalies that could have caused or contributed to the high lead impedance. Last known good diagnostics was received at the patient's last office visit in (B) (6) 2008. The patient did not report manipulation or trauma.